Event description:
It was reported that the esc button on the insulin pump has been sticking. Customer had to sometimes press it repeatedly to get it to respond. No damage noted on the device; just a few scratches; the drive support cap is normal. Customer refused to get the insulin pump replaced. Blood glucose value was 9.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.